Manufacturer narrative:
Patient initials and pump serial number have been requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced surgical complications on (B)(6) 2022. During impella removal a #4 fogerty catheter was inserted for embolectomy of the distal axillary artery. Upon removal, the catheter balloon was stripped off. Vascular surgery was consulted due to concern for distal embolization. The surgeon was unable to locate the balloon. A computed tomography angiograph (cta) with bilateral runoff showed filling defects in the right subclavian and brachiocephalic arteries. The patient was coagulopathic during surgery closure requiring 12 units of packed red blood cells (prbcs), 2 units of platelets, 7 units of fresh frozen plasma (ffp), and antithrombin to control bleeding. Upon arrival to the intensive care unit (ICU), the patient's platelets were still low at 102 and an additional unit of platelets was given. A centrimag device was placed on (B)(6) 2022 secondary to right heart failure after a transesophageal echocardiogram (tee) showed the patient's right ventricle (rv) was decompressed with severely reduced on closure. A planned lvad implant also took place on 06may2022. 1350 cubic centimeters (ccs) of chest tube output was observed on (B)(6) 2022. A computed tomography (CT) scan of the chest showed evidence of debris in the trachea and bilateral main bronchi. A bronchoscopy on (B)(6) 2022 revealed large old blood clots in the bilateral bronchi. The clots were successfully removed and no active bleeding was noted. The patient was brought back to the operating room (or) on (B)(6) 2022 for right brachial artery cutdown, right femoral artery cutdown, and right subclavian angiogram for foreign body removal. The surgery was complicated by embolization into the left vertebral artery with occlusion. Following a neurology consult on (B)(6) 2022, it was planned to leave the object in place due to risk of embolization into intracranial vasculature. Adequate perfusion of posterior circulation was present. The patient showed signs of hemolysis on (B)(6) 2022. An elevated plasma free hemoglobin of 40 mg/dl was noted in addition to anemia with hemoglobin of 7.2. An additional unit of prbcs was given on (B)(6) 2022 for anemia. Plasma free hemoglobin continued to be elevated through (B)(6) 2022 and there was no need for blood transfusions. Elevated total bilirubin was also observed. Related manufacturer's report regarding centrimag blood pump: 3003306248-2022-10702.

Event description:
Additional information was received that the patient was experiencing delirium and frustration over not being discharged home. A psychiatric evaluation was completed (B)(6) 2022. The patient denied aggressive or homicidal statements but was noted to be anxious and agitated. The patient was given a sitter for precautions, trazadone was increased, and haldol was prescribed to be taken as needed. The patient was reevaluated by psychiatry on (B)(6) 2022 and delirium was resolving. The patient was discharged home on (B)(6) 2022 with the plan to rescan as an outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), and the reported events could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, peripheral thromboembolic event, bleeding, hemolysis, psychiatric episode, as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism, and psychosocial issues as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.